Event description:
Reporter noted particles in the patient's eye post-operatively which were not seen during cataract surgery in 2003. The particles were removed during a second procedure 23 days later. The patient is recovering well with no loss of vision.